Event description:
Per the clinic, the patient developed otitis media with inflammation at the implant site and subsequently was hospitalized on (B)(6) 2025, for 10 days treatment with IV antibiotics. At a follow-up visit on (B)(6) 2025, the patient was administered with oral antibiotics for a duration of 14 days; however, the issue did not resolved. Subsequently, on (B)(6) 2025, the patient underwent a surgical procedure involving incision and drainage of the post-auricular pocket. On (B)(6) 2025, the patient was administered with another courses of oral antibiotics treatment for 2 weeks. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.